Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery end of life. The ventricular assist device (vad) patient was admitted and the controller was successfully exchanged using the ac adapter. Log file review showed the vad exhibited fifty eight low flow alarms.  It is unsure why the increase in low flow alarms occurred and a cardiac computerized tomography (CT) might be scheduled as an outpatient.  It was noted that the last CT showed stable vad positioning and the vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 01-dec-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned controller revealed that the device passed visual inspection. Internal inspection did not reveal any anomalies. Functional testing revealed the "no power" alarm did not sound when both power sources were disconnected. Supplemental testing revealed that one of the cells of the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was shorted. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) controller fault alarm was logged on (B)(6) 2024 at 16:28:54, as well as multiple event exceptions logged on 05/may/2024, indicating an issue with the internal battery. Log file analysis also revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 18:43:20, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. During the vad disconnect alarm, review of the event log file revealed a simultaneous reactivation event logged at 18:43:20 indicating an open phase in the rear stator, likely during the physical disconnection of the driveline during troubleshooting. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed fifty-nine (59) low flow alarms were logged since on (B)(6) 2024. As a result, the reported controller fault alarm and low flow events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. A possible root cause of the observed reactivation event and vad disconnect alarm can be attributed, but not limited, to a physical disconnection of the driveline from the controller during the reported controller exchange and/or contamination within the driveline connector. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial (B)(6) . The codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.